Manufacturer narrative:
Product summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed, the outer insulation of the lead developed a cosmetic depression while in vivo.

Event description:
It was reported that the atrial lead had high impedance measurements due to a possible fracture 3 inches from the proximal pin. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5024m implantable pacing lead, implant date (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.